Event description:
Respiratory therapist and rn at bedside for wound care. Switched patient to spontaneous mode of ventilation on vent. When I switched vent modes, the vent turned black, shut off, and then turned back on. Rt immediately started bagging patient. Patient was not harmed. The ventilator was removed and a new vent was placed for the patient. Ventilator sent to bio med for evaluation.